Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
(E1) initial reporter first name: updated to "hiroki".

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good. It was further reported that the 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee.